Manufacturer narrative:
This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4)-used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent total hip conversion and hardware removal due to the helical blade medially migrating and going through the femoral head. In addition to removing the helical blade, the trochanteric femoral nail system - advanced (tfna) nail and the 5.0 locking screw were also removed. The procedure outcome and patient status were unknown. Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: 1), tfna nail (part: 04.037.042s, lot: unknown, quantity: 1). This report is for an unknown tfna helical blade. This is report 1 of 1 for (B)(4).